Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Pocket manipulation and isometric testing was able to reproduce noise. All other electrical measurements were stable and in range. The lead was reprogrammed. The patient was in stable condition.

Event description:
New information on (B)(6) 2018 stated that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead continued to exhibited noise. The lead was reprogrammed and would continued to be monitored.